Event description:
It has been reported to philips that the image screen was frozen. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image screen was frozen. Review of the system log file showed memory errors. Upon troubleshooting, fse found that the issue was due to failure in the memory of ippc. To resolve the issue, fse replaced ippc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.